Event description:
It was reported that this right ventricular (rv) lead exhibited issues with drops and increases in impedance. It was noted that there were many lead safety switches (lss). Also, there were reports of noisy signals in bipolar configuration. It was noted that further testing will be done for the system. This lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).